Event description:
The catheter broke. The reporter was contacted regarding additional information and the reporter has not responded at this time.

Manufacturer narrative:
H6 - one used unit was received for analysis. The sample consists of the molded junction and a slight portion of catheter still attached within the nose of the hub. There are dried bodily fluids present within the inner and outer walls. 2.81mm of catheter tubing extended from the nose of the molded junction. Visually inspected with microscopic enhancement that the placement of the catheter tubing was in the correct manufactured placement within the nose of the molded junction. Noted cracks on the sides of the silicone molding and damaged jagged edges in the area of the separation at the end of the catheter tubing. Dried bodily fluids are occluding the current tip. Conclusions - the separation identified is characteristic of excessive stress to the catheter, this was confirmed by the evident damage to the catheter; damaged jagged edges and cracks on the sides of the silicone molding. Confirmed dried bodily fluids and occlusion. The user is cautioned: use a 10ml syringe design to flush the catheter. Do not use force to flush the catheter as a 10ml syringe design has the potential to generate high pressure capable of rupturing the catheter.